Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2015, a patient underwent urgent treatment of a chronic dissection measuring 56 mm in zone 4 and extending from zones 4 to 4. A conformable gore® tag® thoracic endoprosthesis (tgu404020/unk) was reportedly implanted extending from zones 4 to 5. The device was reportedly delivered and deployed with no issue and successfully covered the primary entry tear in zone 4. On an unknown date peri-operatively, imaging showed persistent false lumen perfusion from the treated area. On an unknown date approximately 62 days post-operatively, imaging showed distal extension of the dissection. It was reported the maximum aortic diameter was 40 mm with no evidence of endoleak. It was also reported the false lumen appeared thrombosed within the treated area. On an unknown date approximately 361 days post-operatively, imaging showed no extension of the dissection, with the maximum aortic diameter measuring 41 mm. It was reported no endoleak was seen, and the false lumen within the treated area was thrombosed. (This was captured in psts event #35502) vqi data received 7/1/19 reports: on an unknown date approximately 340 days post-operatively, imaging showed no extension of the dissection. It was reported no endoleak was seen, and the false lumen within the treated area was thrombosed. (This was captured in psts event addendum #41407) on pod 1253, maximum aortic diameter measured 57 mm. On pod 1813, maximum aortic diameter measured 59 mm. No endoleak was identified with follow up imaging. No treatment was reported.